Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity logs showed an "exit rescue protocol" prompt after the device was charged for the third shock. The device will exit the rescue protocol if the energy select up/down or charge buttons are pressed. However, this could not be firmly established. The third shock was subsequently delivered in the manual mode. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) for cardiac arrest, the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.